Event description:
Began using defective c-pap device on (B)(6) 2017. Developed shortness of breath around (B)(6) 2020 which continued to rapidly get worse. Finally diagnosed with interstitial lung disease in (B)(6) 2021 and have been on continuous oxygen just to maintain minimal daily activities around the house since (B)(6) 2021.' My life expectancy is now 5 to 10 years if I continue with a special medication (ofev) that significantly reduces lung deterioration. My defective c-pap was replaced on (B)(6) 2022 by philips. In retrospect, a lung x-ray in (B)(6) 2020 also showed interstitial lung disease. FDA safety report ID# (B)(4).